Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our complaint investigation is finalized. The customer did not request any service. The ventilator was investigated by hospitals biomedical engineer and a air gas module was replaced and the replaced air module was not returned for investigation. No logs were provided. The issue reported was detected before the use of the ventilator by ventilator failing the internal leakage test. If this leakage happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Based on the information above this complaint will be closed. Thank you for your patience in this matter. H3 other text : 4117.

Event description:
It was reported that during the pre-use inspection, the ventilator failed the internal leak test failed with the message "the system capacity is large". There was no patient involvement. Manufacturer ref.#: (B)(4).